Event description:
A patient called in 02/2002, alleging meter was inaccurately high. Patient had symptoms of "shaking and sweating". Patient called from the hospital to report patient's meter read 307 and the hospital meter read 184 mg/dl. Patient reportedly does not feel comfortable with the difference of the readings between plasma and whole blood readings. Patient is concerned that patient may have limbs amputated. Unable to contact customer at the number documented.